Event description:
Several days after smartview version upgrade to 2.44, the programmer screen was frozen on a message stating about head initialization issue. Note that the programmer was used without issue between the upgrade day and the event day . Preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.

Event description:
Several days after smartview version upgrade to 2.44, the programmer screen was frozen on a message stating about head initialization issue. Note that the programmer was used without issue between the upgrade day and the event day . Preliminary analysis showed that the root cause of the reported behavior was related to a shutdown of the programmer during the retrieving data phase in addition to a resynchronization issue after resuming from hibernation.